Event description:
During verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found that the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. Corrective actions are being implemented in response to the supplier issue. First, a for cause audit of the supplier was conducted in (B)(6) 2010. Second, a new piezo alarm assembly specification and supplier are being developed to replace the existing part and supplier. This corrective action is in process and is scheduled for completion in october 2010. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).